Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported the patient presented to clinic having received a vibratory alert for high, out of range, pacing lead impedance. High threshold was also observed. Lead fracture is suspected. The lead was capped and replaced.

Manufacturer narrative:
A partial lead with the connector pin measuring 20.2cm was returned for analysis. External insulation abrasion was noted at 17.5-17.7cm from the connector pin, consistent with lead friction to the ICD can. The silicone insulation was intact at this location. The reported field events of lead fracture and high pacing lead impedance could not be confirmed. Without the return of the entire lead, a complete analysis could not be performed.